Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), uterine haemorrhage ("abnormal uterine bleeding"), cholecystectomy ("gallbladder removal surgery") and mixed connective tissue disease ("sharp") in a 35-year-old female patient who had essure (batch no. 876384-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included body mass index normal. Concurrent conditions included heavy periods, irritable mood, myalgia (pelvic floor.), hypertonia (pelvic floor.), vaginitis (pelvic floor.), constipation, dysmenorrhea, cough (chronic bothersome mixed incontinence.), sneezing (chronic bothersome mixed incontinence.), mixed incontinence (chronic bothersome mixed incontinence.), vaginal discharge (resolving.), irritable bowel, smoker and adjustment disorder (with mixed emotional features.). Concomitant products included omeprazole (omeprazol) since (B)(6) 2017 for acid reflux (oesophageal), fluoxetine hydrochloride (prozac) for depression and anxiety, duloxetine hydrochloride for pain and depression, gabapentin since (B)(6) 2017 for seizures and neuropathic pain as well as fluoxetine hydrochloride (fluoxetine hcl) since (B)(6) 2017, guaifenesin since (B)(6) 2017, ibuprofen since 2008, methylprednisolone since (B)(6) 2017, nivea since (B)(6) 2017, paracetamol (acetaminophen) since 2008, triamcinolone since (B)(6) 2017 and valaciclovir hydrochloride since (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and weight increased ("weight gain"). In 2015, the patient experienced mixed connective tissue disease (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstruation pain / dysmenorrhea (cramping)"), fatigue ("fatigue / fatigue"), alopecia ("hair loss / hair loss"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), tooth disorder ("dental problem"), pain ("shooting pains"), amnesia ("memory loss"), skin burning sensation ("severe dry burning skin"), rash ("rashes on arms and legs"), depression ("depression"), anxiety ("anxiety"), gastrooesophageal reflux disease ("acid reflux") and dyspepsia ("heartburn"). In 2016, the patient experienced procedural pain ("total hysterectomy and bilateral salpingectomy surgeries to be very painful"). On (B)(6) 2018, 5 years after insertion of essure, the patient underwent cholecystectomy (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abnormal lower abdominal pain"), abdominal pain ("severe abdominal cramping"), menstrual disorder ("severe abnormal menstruation"), abdominal distension ("swelling and bloating of the abdomen"), headache ("headaches"), dysgeusia ("metallic taste in her mouth"), back pain ("back pain/ lower back pain / back pain"), arthralgia ("joint pain"), neck pain ("neck pain") and vaginal haemorrhage ("vaginal bleeding"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removalof fallopian tubes)), surgery (underwent endometrial cryoablation) and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage, cholecystectomy, mixed connective tissue disease, dysmenorrhoea, abdominal pain lower, abdominal pain, menstrual disorder, abdominal distension, headache, fatigue, dysgeusia, dyspareunia, tooth disorder, pain, arthralgia, amnesia, skin burning sensation, rash, depression, anxiety, gastrooesophageal reflux disease, dyspepsia, weight increased, neck pain and vaginal haemorrhage outcome was unknown, the alopecia was resolving, the back pain had not resolved and the procedural pain had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, anxiety, arthralgia, back pain, cholecystectomy, depression, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, gastrooesophageal reflux disease, headache, menstrual disorder, mixed connective tissue disease, neck pain, pain, pelvic pain, procedural pain, rash, skin burning sensation, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: weight gain, dyspareunia, abnormal uterine bleeding, abdominal pain, back pain¿. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is invalid) (product technical compliant). Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states on (B)(6) 2016 who had essure (fallopian tube occlusion insert) implanted on (B)(6) 2013 for permanent birth control. Over the following months after the implant, she began experiencing severe, abnormal menstruation pain; severe, abnormal lower abdominal and pelvic pain; severe abdominal cramping; severe, abnormal menstruation; swelling and bloating of the abdomen; headaches; fatigue; hair loss; metallic taste in her mouth; back pain; and pain during intercourse. On (B)(6) 2013, she underwent an hsg (hysterosalpingogram) test that confirmed full occlusion of both fallopian tubes. On (B)(6) 2016, she underwent a total hysterectomy and bilateral salpingectomy to remove her uterus, cervix, fallopian tubes and the essure devices. The invasive and painful surgeries that she was forced to undergo were performed by her doctor and left her with permanent scars. She found the total hysterectomy and bilateral salpingectomy surgeries to be very painful, and it took nearly 12 weeks for her to recover following the surgeries. While nearly all of her symptoms have resolved since the total hysterectomy and bilateral salpingectomy, her lower back pain remains. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a female consumer who began experiencing severe pelvic pain over the following months after essure (fallopian tube occlusion insert) insertion. Three years later, she underwent a total hysterectomy, bilateral salpingectomy and essure removal. Pelvic pain is anticipated in the reference safety information for essure. Considering that essure may cause pelvic pain and that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since surgical device removal was required. A product technical complaint analysis is being sought. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), uterine haemorrhage ("abnormal uterine bleeding"), cholecystectomy ("gallbladder removal surgery") and mixed connective tissue disease ("sharp") in a 35-year-old female patient who had essure (batch no. 876384) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included body mass index normal. Concurrent conditions included heavy periods, irritable mood, myalgia (pelvic floor.), hypertonus (pelvic floor.), vaginitis (pelvic floor.), constipation, dysmenorrhea, cough (chronic bothersome mixed incontinence.), sneezing (chronic bothersome mixed incontinence.), mixed incontinence (chronic bothersome mixed incontinence.), vaginal discharge (resolving.), irritable bowel, smoker and adjustment disorder (with mixed emotional features.). Concomitant products included omeprazole (omeprazol) since (B)(6) 2017 for acid reflux (oesophageal), fluoxetine hydrochloride (prozac) for depression and anxiety, duloxetine hydrochloride for pain and depression, gabapentin since (B)(6) 2017 for seizures and neuropathic pain as well as fluoxetine hydrochloride (fluoxetine hcl) since (B)(6) 2017, guaifenesin since (B)(6) 2017, ibuprofen since 2008, methylprednisolone since (B)(6) 2017, nivea since (B)(6) 2017, paracetamol (acetaminophen) since 2008, triamcinolone since (B)(6) 2017 and valaciclovir hydrochloride since (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and weight increased ("weight gain"). In 2015, the patient experienced mixed connective tissue disease (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstruation pain / dysmenorrhea (cramping)"), fatigue ("fatigue / fatigue"), alopecia ("hair loss / hair loss"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), tooth disorder ("dental problem"), pain ("shooting pains"), amnesia ("memory loss"), skin burning sensation ("severe dry burning skin"), rash ("rashes on arms and legs"), depression ("depression"), anxiety ("anxiety"), gastrooesophageal reflux disease ("acid reflux") and dyspepsia ("heartburn"). In 2016, the patient experienced procedural pain ("total hysterectomy and bilateral salpingectomy surgeries to be very painful"). On (B)(6) 2018, 5 years after insertion of essure, the patient underwent cholecystectomy (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abnormal lower abdominal pain"), abdominal pain ("severe abdominal cramping"), menstrual disorder ("severe abnormal menstruation"), abdominal distension ("swelling and bloating of the abdomen"), headache ("headaches"), dysgeusia ("metallic taste in her mouth"), back pain ("back pain/ lower back pain / back pain"), arthralgia ("joint pain"), neck pain ("neck pain") and vaginal haemorrhage ("vaginal bleeding"). The patient was treated with surgery, surgery (underwent endometrial cryoablation) and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, cholecystectomy, mixed connective tissue disease, dysmenorrhoea, abdominal pain lower, abdominal pain, menstrual disorder, abdominal distension, headache, fatigue, dysgeusia, dyspareunia, tooth disorder, pain, arthralgia, amnesia, skin burning sensation, rash, depression, anxiety, gastrooesophageal reflux disease, dyspepsia, weight increased and neck pain outcome was unknown, the alopecia was resolving, the back pain had not resolved and the procedural pain had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, anxiety, arthralgia, back pain, cholecystectomy, depression, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, gastrooesophageal reflux disease, headache, menstrual disorder, mixed connective tissue disease, neck pain, pain, pelvic pain, procedural pain, rash, skin burning sensation, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: weight gain, dyspareunia, abnormal uterine bleeding, abdominal pain, back pain¿. Most recent follow-up information incorporated above includes: on 5-mar-2018: plaintiff fact sheet and medical record was received events added from pfs- dental problem, shooting pains, sharp, joint pain, memory loss, severe dry burning skin, rashes on arms and legs, depression, anxiety, acid reflux, heartburn, weight gain, abnormal uterine bleeding, vaginal bleeding, neck pain and dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, pain, back pain clubeed to previous events. Reporter information, concomitant disease, historical condition was added. "Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only." Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation received on 14-nov-2016: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a female consumer who began experiencing severe pelvic pain over the following months after essure (fallopian tube occlusion insert) insertion. Three years later, she underwent a total hysterectomy, bilateral salpingectomy and essure removal. Pelvic pain is anticipated in the reference safety information for essure. Considering that essure may cause pelvic pain and that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since surgical device removal was required. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.